Event description:
Boston scientific received information that a red alert was delivered due to low out of range shock impedance measurements. This right ventricular (rv) lead remains in service. No change at this time. There were no adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.